Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse conducted a test drive of the system and could not reproduce the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) #2, led was yellow and could not advance well. It was stated that the case was completed by switching to usm #4 instead. Tse viewed logs but did not find any related errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to issue being identified. Surgeon elected not to use arm #2 (non-working arm) in order to proceed with the case. The procedure was completed with 3-arms used due to arm #2 not communicating well with surgeon's console and the light on arm #2 was orange. Also, the physician assistant could not advance robotic arm into the trocar. Procedure was completed robotically with arms #1, 3, and 4. There was no injury to the patient.